Manufacturer narrative:
The e801 analyzer serial number was (B)(6) . The vitamin b12 ii reagent lot number was 711483 with an expiration date of 30-nov-2024. The repeat results were performed after the service technician¿s visit. Various parts of the instrument were cleaned, and the procell and cleancell reagents were replaced. Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned low results for 10 patient samples tested for elecsys vitamin b12 ii (vitamin b12 ii) on a cobas e 801 analytical unit. Discrepant results were provided for 2 patient samples. Patient 1 initial result was < 100 pg/ml. The repeat result was 393 pg/ml. Patient 2 initial result was < 100 pgml. The repeat result on a different e801 analyzer was 409 pg/ml.

Manufacturer narrative:
The root cause of the issue was related to defective assay tips. The tip lot used is covered by a roche initiated recall. The customer was informed to stop using the affected tips. The affected tip lot was not distributed in the united states.